Manufacturer narrative:
Additional information received reported the patient is a female with date of birth (B)(6). Also, the implant date was (B)(6) 2016 and the explant date was (B)(6) 2017. Additionally the doctor's name was provided. Therefore, the following fields have been updated: age/date of birth: (B)(6). Gender/sex: female. If implanted, give date: (B)(6) 2016. If explanted, give date: (B)(6) 2017. Initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a (B)(4) diopter was explanted due to the patient complaining of decreased vision. Reportedly, the lens was subluxed and the lens was replaced with the same model but different diopter (B)(4). No additional information was provided.

Manufacturer narrative:
Additional information received reported an explant date of (B)(6) 2017. If explanted, give date: (B)(6) 2017. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 09/13/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was inspected by a qualified final inspection operator using 12x magnification. Investigation shows that there are no anomalies. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.